Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired and produced scissored clips. Another device was used to complete the case. There was no consequence to the patient.